Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during an epidural insertion, the epidural catheter was severed, leaving approximately 5 cm of tubing inside the patient¿s back. Due to inadvertent epidural vein catheterization, the epidural catheter was withdrawn. The catheter snapped during the process. The cause of the breakage was likely multifactorial, involving the inexperience of the anesthetist and the technique used during catheter withdrawal. Significant concerns were raised regarding the 'stretchiness' of the catheter when subjected to tension. This characteristic was a significant contributing factor to the serious incident reported. The catheter required minimal force to stretch and deform, which increased the risk of occlusion or breakage. The patient was undergoing a category 2 lower segment cesarean section (lscs) under general anesthesia (ga). There was patient involvement, and harm was reported.

Manufacturer narrative:
One used catheter sample was returned for analysis of complaint that during the removal of epidural catheter, it was noted that 5cm was missing. Under visual inspection it was noted that catheter was cut, and part of catheter is missing as reported. No signs of excessive stretching of the epidural catheter were observed. Additionally, the catheter length was found to be non-standard, measuring only 401 mm. According to the specifications, the required catheter length is 920 mm ± 20 mm. It is improbable that a catheter which was cut or partially cut would pass through manufacturing inspections. The reported issue might be caused by incorrect practice which is described to be avoided in instructions for use: "never pull the catheter back through the epidural tuohy needle as this can result in the catheter being cut and left in the epidural space. If catheter insertion difficulties are encountered, the tuohy needle and catheter should be removed carefully together as a single unit, and the procedure repeated.", and "do not pull the epidural catheter rapidly during removal from the patient. If resistance is felt on withdrawal, consult current medical literature for specific techniques. Continuing to exert force when resistance is felt may lead to breaking the catheter." Based on complaint description and complaint sample condition it is the most probable that customer did not follow instructions for use - catheter was pulled against the needle tip during use which led to its cut. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.